Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture are off of the needle but attached to the t2. The t2 has been off of the needle then placed back on. The t2 distal tip is deformed, and its sides are splayed from reinsertion to the channel. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation, using a simulation meniscus, to implant the t2 would be inconclusive because the t2 has already been deployed, then placed back onto the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the t1 implant of the ultra fast fix fell from the meniscus after being implanted and after the t2 implant was deployed. Resulting in the scrapping of the ultra fast-fix device. Both implants were removed directly from the patient. The procedure was completed with a competitor device. There was a delay less than 30 minutes and no further complications were reported.